Manufacturer narrative:
This record is a duplicate of mfg number 1119421-2019-01424. There will be no further reports sent in under this mfg number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a trailing haptic broke while inserting the lens. The lens was cut out and replaced to complete the case. The patient required a suture to close the wound. Additional information has been requested.